Manufacturer narrative:
It was reported that the aneurysm size was 100mm in diameter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck diameter measures 23mm with a 40 degree angulation. Mild vessel tortuosity was noted at the index procedure. It was reported approximately 8 months post the index procedure follow up CT revealed thrombus in the right limb of the endurant graft. The physician elected to intervene before the limb occluded completely. Ivus demonstrated the focal thrombus in the mid right limb. The limb was not stenosed or kinked. Intervention was completed with an additional limb placed (v08108449) inside the existing limb to exclude the thrombus. Ballooning was then completed using a reliant balloon. Ivus revealed the thrombus was trapped between the limbs and that the limb was almost fully expanded. The procedure was completed successfully and the patient discharged on anticoagulation therapy. Per the physician the source of the thrombus is unknown but suspects it is from the heart.